Event description:
Additional information: during the replacement surgery, the catheter was unable to be aspirated completely. The new pump was primed and connected to the catheter. The surgeon tried to aspirate through the catheter access port on the new pump, but was still unable to clear the catheter. The physician decided to program around the issue of drug remaining in the catheter.

Event description:
Per healthcare professional there was a motor stall on (B)(6); the pump stopped on (B)(6); the stall did not recover. It was noted there was failure to aspirate the catheter. The tip was at t10. It was noted 'no issue with catheter'. The patient experienced symptoms of increased pain, nausea and 'sudden withdrawal'. Symptoms were covered by oral medications. The patient was hospitalized.

Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery noted was reported. The pump had multiple stalls and being replaced. The patient began feeling withdrawal symptoms; cold sweats, pain returning. Logs show motor stall starting (B)(6) 2012. The patient also reported hearing alarms. The health care provider wanted to lower the dose as the patient had now been "naïve" for some time. It was unclear if there was a catheter issue. The pump delivered morphine.

Manufacturer narrative:
Product ID 8637-40, serial# (B)(4), implanted: 2012-(B)(6), product type pump. (B)(4).

Manufacturer narrative:
Catheter model # 8711, lot # j11361r58, implanted on: (B)(6) 2002, explanted on: unknown. (B)(4) - analysis of the pump revealed pump motor gear train anomaly; corrosion.